Event description:
The report stated that a pt was burned at the pad site during an ep ablation-svt procedure. The procedure lasted 4 hrs, 50 min. The pt was supine with the pad on the right lower back. The pt was not repositioned during the procedure. The injury was reported as blistered, 3rd degree, treated with silver sulfadiazine. Currently, the pt is home and healing well. An atakar medtronic rf ablation generator was in use. It is unk which lot number of the pad was in use.

Manufacturer narrative:
The incident pad has been disposed of. The site pulled all their lot #s on the shelf off and returned samples of them. It is unk which, if any, of these lot #s were actually used. The unused samples have been received and are under eval. When the eval is complete, a follow-up report will be submitted.